Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, and due to limited information reported, a cause for the reported heart failure could not be determined. The reported patient effect of heart failure is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Implant date is estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the hospital readmissions. Patient ID: (B)(6). It was reported that on (B)(6) 2018 the patient underwent the mitraclip procedure. Since then, the patient was re-admitted to the hospital four times. On (B)(6) 2019 the hospital re-admission was for heart failure. The following three re-admissions were for non-heart failure related reasons, but cardiac conditions on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. No additional information was provided.